Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22mg/dl. Low bg cause was not known. Reportedly, customers spouse called 911 and emergency medical services provided intravenous dextrose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.